Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly stopped having sound perception with the device at the end of 2017. Further technical check is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user suddenly stopped having sound perception with the device at the end of 2017. The user has been explanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. In addition, no re-implantation has been carried out on this particular side due to the presence of a cholesteatoma. This is a final report.

Event description:
The user suddenly stopped having sound perception with the device at the end of 2017. The user has been explanted.